Manufacturer narrative:
The event occurred from june 07, 2022 to july 04, 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed in a forty-four (44) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was identified prior to use. There was no patient involvement. No additional information is available

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: the lot was manufactured from october 29, 2021 - october 30, 2021. H10: the forty-four (44) actual samples were received for evaluation. Unaided visual inspection along with magnification was performed with the fill port caps removed which observed: three (3) samples with white polymeric appearing loose particle on the interior wall of the fill port which appeared to be cellulose fiber or fill port material and one (1) sample with loose white particulate (possibly abs) within the container morphologically consistent with fill port material. The reported condition was verified in four (4) samples; however, not verified in the remaining forty (40) samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.